Event description:
Philips received a complaint on the intellivue mp20 sn (B)(4) indicating the patient's blood oxygen parameters could not be displayed. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A clinical harm review was not performed as there was no report of patient harm. Based on the information provided by the key markets (km), the customer's allegation was confirmed. The hospital engineers replaced blood oxygen probes. After the replacement of the blood oxygen probes, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.